Event description:
Account - sanofi aventis. Sanofi complaint ref# (B)(4). Item, sku, lot# - unknown. Event description: needle (partially) blocked. Note - this request is received from italy. Please check the attachment for additional information.

Manufacturer narrative:
Note while event was reported in the united states it occurred in italy. Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue, the root cause is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.